Event description:
It was reported by service report that the stirrups do not lock in place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: locking mechanism.